Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display. The customer reported that they had a philips first-generation (lcd) display in their warehouse. The rse informed the customer, that without the correct labelling, and having a different configuration, it could not be guaranteed that the spare lcd display is a philips part; in addition, the part in question has been discontinued by philips. The rse advised the customer to consider upgrading the display to a second-generation lcd. The rse also discussed the components for the upgrade, or to use a replacement user interface assembly. The investigation is ongoing.

Manufacturer narrative:
The customer reported that a partial repair had been performed, and that the customer replaced the first generation display with a third-party display (non-OEM) supplied by the customer's part center. The customer reported that a backlight board replacement was currently pending. Investigation remains ongoing.

Manufacturer narrative:
The customer reported that the device was not repaired, and no further actions have been taken on the device, and has been removed from service. The customer did not specify when/if the device would be repaired. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.